Event description:
A (B)(6), male, patient, contacted zoll customer support to report constant check te pad alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (constant check te pad alarms) has been confirmed. Upon eval, there was a broken pulse wire inside the cable connecting ECG electrodes a and b. The cause of the check te pad alarms is the damaged pulse wire. The root cause of the damaged wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged wire. The pt received a replacement electrode belt.